Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 2.25mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the initial inflation at 14 atmospheres, the balloon ruptured. The device was removed, and the lesion was pre-treated with a 2.00mm balloon. No patient complications were reported.